Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they met a rep at the pain clinic yesterday and last night they went to put their head down and they were looking down toward the floor and the ins turned off. Pt said that they turned the ins back on and this morning they didn't have stimulation in their whole body. Pt said that the controller showed that the ins was at 50% so they recharged the ins, but they had to start the programs over since the programs weren't where they were supposed to be. Pt said that sitting in a chair was the only way they were getting stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported there were no device issue or therapy issue, it was determined when the patient moved into certain positions that the stimulation wasn¿t as intense as they usually like it. The patient tucked head completely down towards feet and couldn¿t feel the stimulation as intensely as they prefer. Rep created a new group to target electrodes lower on the lead so that the stimulation would not be so positional. Issue is resolved.